Manufacturer narrative:
The customer tightened the syringe barrel and primed the reagent delivery subsystem multiple times, and the leak stopped. The customer also performed calibration and quality control which were within specifications. Failure mode confirmed to be a loose reagent syringe. Service was not dispatched since the customer resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a reagent syringe leak in the unicel dxc 600 pro synchron chemistry analyzer. The customer received an instrument error message that stated "chemistry cartridge (cc) sample cuvette no fluid detected" with all the chemistries on the cc side. Upon troubleshooting error message, customer discovered the syringe was slightly loose on the top where it connects to the t-valve. Less than 10 milliliters of fluid had leaked under the reagent syringe and probes. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.